Event description:
This case was aborted after 2/3 si-lok select screws were placed. Doctor decided to abort utilization of egps and place the third screw utilizing stealth navigation. There were no issues during case set-up, instrument verification, and o-arm scan transfer. The patient was large and getting the 3d rendering of the scan on egps to show the anatomy in a well-defined manner was difficult. After planning the screws, we moved onto the navigate page. Doctor noted that he was frustrated that all of the views reset to their default orientation when switching from the plan page to the navigate page. He adjusted his views back to the way he wanted them and moved forward. For this procedure, the robotic arm was not used. It was done using freehand navigation. The first screw was placed. The second screw was being placed when doctor went to zoom/rotate his axial slice view. The view began to jump so the screw was out of the screen. Doctor attempted to drag the view so the screw could be seen, but as soon as he took his finger off of the screen, the view would jump again. We attempted switching between tool-centric/scan-centric views. A software reset was done, we toggled back and forth between screws and pages, but still had this issue. After another software reset and then resetting the views to default orientation, we were able to manipulate the slice views again as was desired. Doctor first attempted to place a 10mm diameter screw at si2, but he was not able to get the screw to advance after reaching about 3/4 of the planned depth. He pulled this 10mm screw out and decided to use a 12mm diameter screw. Once the screw was in the final position, we flipped back to the plan page to update the si2 screw size and utilize instrument planning to show the real-time placement of the screw. After placing this trajectory, doctor wanted to replan the third screw based on the new trajectory of the second screw. When selected on si3 on the plan page, there was no blue outline to show where the screw was. The blue movement arrows were shown, but the si3 screw was not. We could see the outlines of the si1 and si2 screws on the plan page while selected on the si3 screw. A software reset was done, but this issue persisted. We utilized the "fill" setting and this showed the si3 screw. When toggling out of the "fill" setting, we could still not see the si3 blue outline of the screw. At this point, doctor was frustrated and did not feel comfortable attempting to place the final screw with egps. At this point, he decided to move forward utilizing the stealth system. After the case, another software reset and toggling between pages, eventually the blue outline of the si3 screw returned.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For the first issue described where the doctor noted that he was frustrated that all of the views reset to their default orientation when switching from the plan page to the navigate page. Our engineering evaluation revealed that there was no system malfunction. This is expected behavior of the system per design when switching from the plan to the navigate page. The view will reset to its default orientation. For the second issue where the doctor went to zoom/rotate his axial slice view and the view began to jump so the screw was out of the screen, our evaluation revealed that there was also no system malfunction. When rotating around the screw, the system is moving through different slices of the scan. If the other planned screws are not planned on the same slice as the screw that is being viewed, the screws will not be seen as the screw is rotated around. This is expected behavior of the system per design. For the third issue where the user selected on si3 on the plan page but there was no blue outline to show where the screw was, our investigation revealed that there was a system malfunction. The investigation of the case logs, however, were unable to determine a root cause for this issue and the screw eventually showed after the case. When attempting to reproduce this issue on one excelsius gps system five times, the issue could not be reproduced. The cause of the reported issue was traced to user technique.